Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07212. It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system and 30mm watchman ® laa closure device & delivery system were used. The closure device was deployed and released and then a pericardial effusion with tamponade was noticed on the transesophageal echocardiogram (tee) and fluoroscopy. The patient experienced hypotension and resuscitation was performed. A pericardiocentesis was performed and about 2 liters of fluid was drained and partially re-infused. After that the patient was stable with no further complications.